Event description:
It was reported that a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use, during initial drain. Proper procedures per the user manual were reviewed with the reporter. The home patient (hp) would complete therapy with manual supplies. During troubleshooting, there was nothing found that caused or contributed to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available.